Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device was found to be in back-up mode. Repeated attempts to perform a software download were not successful.